Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/02/2021.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufacture date: september 17, 2020 - september 18, 2020. H10: two (2) actual device were received for evaluation. Visual inspection was performed and noted fluid inside a bag that contained the first sample. The cause of the fluid inside the bag of the first sample was due to an untightened blue winged luer cap. A functional leak test was performed, and no signs of a leak were observed. The second sample was visually inspected and there was no evidence of leak on or in any parts of the entire device. A functional leak test was performed and no signs of a leak were observed for the second sample. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked near the blue winged luer cap. This was observed during filling at the hospital. There was no patient involvement. No additional information is available.